Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (80 mcg/day; concentration, type of medication, and lot # unknown to reporter). The patient's indication for device/therapy use was intractable spasticity. The pump was implanted due to a stoke and paralysis on the right side. A change in therapy effect occurred; specifically, the patient had not received any therapy benefit from the pump since it was implanted. Before the pump was implanted ((B)(6) 2015), the patient had been able to walk and stand up straight; the patient had not been able to do this since the implant. Five days prior to the pump being implanted, the patient had a uti (urinary tract infection) and was treated. The patient's wife was not sure that the uti had fully cleared when the pump was implanted. The patient had experienced pain, utis, and kidney stones since the implant. The symptoms required hospitalization due to the medical history and then rehab (physical therapy) which had not been effective in helping the patient to gain strength in his right arm. Since the pump implant, they had tried to increase the dose from 50 mcg to 80 mcg/day. The last pump refill occurred on (B)(6) 2015. The consumer was not told of any volume discrepancies. The pump had been checked/read, and the doctors told the patient's wife that there were no issues. The patient's wife wanted another opinion. It was additionally noted that the trial for the intrathecal baclofen therapy with a bolus injection did decrease the patient's spasticity. The patient had tried oral pain meds on an unknown date and they made him lethargic. Additional medications taken by the patient at the time of the event, cause of the issues, additional troubleshooting/actions/interventions, and outcome were not provided. Should additional information be received, it will be reported in the form of a follow-up report.